Event description:
It was reported the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted due to infection and sepsis in the patient. No additional adverse patient effects were reported.